Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on saturday ( (B)(6) 2024 ), they went to increase their stimulation and when they increased the stimulation, they got really bad pain not just at the implant site, but adjacent to it. The patient stated they turned the stimulation off and the pain continued. They notified their managing health care provider (hcp) about the issue and understood it was a weekend, so they waited until sunday (B)(6) 2024 and they attempted to turn the therapy on again. When they tried to turn the stimulation back on again it continued to cause pain so they turned it off again and they were still having pain and discomfort at their implant site and it was hard for them to sit and they could walk but they couldn't sit comfortably. The patient denied having had any falls or traumas that would have led to the issue. Patient services asked the patient if the pain had gone away after a while and the patient stated that it had never gone away with it off or on, that it was consistent but that the severe pain had subsided some what when it was turned off, but they still had discomfort just sitting and it wasn't like a sharp pain, but it was uncomfortable. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their healthcare provider to further address the issue but the patient was frustrated because they had an appointment scheduled for august 5th and they didn't want to wait that long to see a new healthcare provider. They said if they just went to their local ER now, it wouldn't be going well because they wouldn't know anything and they couldn't even sit. Patient services sent the patient physician listings at the patient's request. The patient stated they wanted to see if they could locate someone to get in sooner because they couldn't "live like this."